Event description:
It was reported that there was noise on all channels, including the 12 body surface leads and intracardial electromagnetic recordings that was being displayed on the carto 3 system and recording system. Caller reported that the noise would disappear when both the catheter and the cable were disconnected, and reappear when both items were reconnected. The cables and catheter were replaced with no resolution. The issue was resolved upon replacement of the second catheter. Follow up confirmed that the signal noise occurred on both the carto system and the recording system at the same time. The noise was severe enough that the physician did not feel he could safely interpret any signals to proceed with the case. This event is reportable due to the potential of patient injury during such severe electrocardiography signal noise.

Manufacturer narrative:
Product investigation is currently being conducted. Investigation conclusions will be submitted to the FDA in a supplemental report upon completion. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that there was noise on all bs and ic egm's that was being displayed on the carto 3 and recording system. Issue was resolved by replacing the catheter. Upon receipt, the device was visually inspected and it was found in normal conditions. Then per the event, the catheter was electrically tested and it passed specifications. The customer complaint cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.